Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the sternum socket located on the cable-mounted plug connector, designator p503, which is part of the quik-combo to therapy pcb wire harness assembly, was spread a part and only making intermittent contact with its mating pin located on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
During a preventative maintenance inspection of the customer's device, physio-control observed that the unit would not detect that a test patient load was connected. As a result, the device would not have been able to provide defibrillation, if it were necessary. There was no patient use associated with the reported event.